Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that a patient's implantable neurostimulator (ins) was not helping the patient and they could not get used to it. It was unclear when the device stopped helping the patient. The patient was scheduled to see the hcp about having the device removed. Later, on (B)(6) 2016, the consumer reported that the patient was scheduled to have the device removed on (B)(6) 2016. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported the device became defunctionalized and causing some localized discomfort in her left butt cheek. The hcp noted the patient requested removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.